Event description:
Ous MDR - it was reported after implant time of approximately 50 months, inappropriate shocks were delivered. During a follow up visit, ventricular lead noise was detected.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.